Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the cardcage and flex for failure analysis investigation. The units were analyzed and: the flex: the unit was analyzed and other than the cable guide damage which was most likely occurred during field uninstall, no other visual factor was observed that could be related to the reported event. The unit¿s fiber cable wa installed onto a system which was able to start in normal mode with no errors. Cardcage: error 319 was found in logs, confirming the reported problem from the field. A visual inspection revealed that the filter is dirty. The unit was then installed onto the golden system and underwent 10 power cycles, with no error code being triggered. All four arms appear to be working properly and functioned as expected.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and fe replaced card cage and error 319 remained. The fe replaced op flex and error corrected. During quad cal testing in dte, 319 returned. The fse replaced the proximal set-up joint (psuj) as well. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that a customer preparing a room for a case observed that the system was faulting on the universal surgical manipulator 4 (usm4). The customer had already performed a hard power cycle, and the issue persisted. The technical service engineer (tse) then directed the customer to perform another hard power cycle, but the fault on the usm4 remained. The tse reviewed the system logs and determined that the communication issue on arm network 4 had first appeared several days earlier. The customer indicated that all four arms were needed for the planned case and that the procedure could be moved to another system. The procedure was converted to dv multi-port with no reported injury.